Event description:
It was reported that the pt was discharged in 2005. The next day the pt was readmitted to another hospital and transferred back to medical center after developing acute respiratory distress and the cxr showed pulmonary edema and/or ards. The pt was put on a balloon pump and admitted to ccu. The next day the pt experienced a stroke. Six days later, the pt was extubated and doing fine at this time.